Manufacturer narrative:
Device evaluation of electrode belt (B)(4) was completed. Upon investigation the electrode belt failed a te recognition test. The cause for the failure was isolated to an open pulse wire in the cable connecting the distribution node (dn) and ECG "b". The root cause for the open wire was excessive force. No adverse event resulted from the damaged electrode belt.

Event description:
While evaluating electrode belt (B)(4) for an unrelated issue, a reportable problem was found. The electrode belt failed a functional te recognition test.